Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1nfww013, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of pain relief. X-rays were taken on (B)(6) 2019 and were positive for 2 segment lead migration which needed revision or a paddle lead. They were pending scheduling for lead revision. The event was listed as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, lot# va1nfww013, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Product ID: 977a260, lot# va1nfww013, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the lead was explanted and replaced on (B)(6) 2019; the outcome of the event was noted to have been resolved without sequelae.